Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced decreased vision. The lens was explanted and replaced with other lens in a secondary procedure. The clinical reason for mechanical complication. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).